Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the composix mesh (device #1). An additional supplemental emdr was submitted to represent the ventrio mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Per medical records: on (B)(6) 2005 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of composix mesh (device #1). Per operative notes, ¿per operative notes, ¿an incision was made through the old scar transversely across the abdomen and over the underlying hernia. The hernia sac was dissected away from the surrounding subcutaneous tissues and excised. A dual mesh (composix, device #1) was cut to cover the defect with 2 to 3 cm overlap circumferentially. The mesh was then anchored into position with sutures. Once all sutures were placed, the mesh was placed down into the peritoneal cavity and parachuted up against the abdominal wall so that the prolene surface of the mesh faced the posterior aspect of the anterior abdominal wall.¿ on (B)(6) 2016 - patient was diagnosed with incarcerated recurrent umbilical hernia thereby underwent open repair with implant of ventrio mesh (device #2). Per operative notes, ¿the hernia sac was dissected free, and the multiple adhesions of omentum and portion of transverse colon within the hernia sac were excised. A ventrio mesh (device #2) was placed and secured with sutures.¿ (note, the composix mesh was not visualized during this procedure) on (B)(6) 2018 - patient was diagnosed with mesh infection andincarcerated abdominal wall hernia thereby underwent open repair with explant of mesh (device #1 and #2) and implant of biological mesh. Per operative notes, ¿the patient had a ptfe hernia mesh inserted, it was infected, and patient also had anterior abdominal wall hernia in the midline above the umbilicus. It was not near any previous incisional site. I made a longitudinal incision excising the chronic sinus tract opening together with the underlying inflammatory mass. The mesh (composix, device #1) was incorporated into the anterior abdominal wall musculature and fascia. I had to dissect-out the entire inflammatory process." Once the omentum was freed from attachments, the whole process was at the level of the umbilicus. It had been a previously incarcerated umbilical hernia. Once it was cleared, there was another defect in the midline noted above the level of the umbilicus. Once the inflammatory process tissues and the ptfe hernia mesh (ventrio, device #2) was removed, did a component type separation and biological mesh was placed."